Event description:
The customer reported that thumbnail images are different from what shows up on the monitor when selected. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was identified as requiring replacement. This action is pending.